Event description:
During follow-up, increased capture threshold and pacing impedance were observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and high pacing threshold were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing lead impedance and high pacing threshold as indication on the device session records. Lead impedance test could not be performed due to as received procedural damage to the lead.